Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that noise was observed on the atrial channel. No adverse patient effects were reported. The patient was referred to a physician and no other product issue details were available. This product issue will be re-evaluated if additional details are received.